Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a patient setting up her bags incorrectly. The patient stated she did not have the tubing lines connected to the proper solution bags. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was due to user error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center with questions on setup during fill the home patient (hp) stated that she had her homechoice (hc) set up wrong. She had her red line hooked to the bag on the side, a white clamp line on the bag on the heater, and another bag hooked up to something. The baxter technical service representative (tsr) couldn't figure out what's what. The tsr thought it sounded like the hp might have a bag hooked up to the offshoot on the drain line. The tsr assisted the hp with ending therapy, so she could start over. The hp was to call back to bypass the initial drain since she already completed it and was going into fill 1 when she called. The hp was to setup with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.